Manufacturer narrative:
Medtronic rep. Stated they have not had issues once the site made sure the specs on the pre-op and the intra-op scans match. There have been no add'l issues and multiple successful cases.

Event description:
Medtronic rep reported after an interop scan was taken with the integrated magnetic resonance imaging sys (imris), the surgeon merged the inter-op images with the pre-op images and found inaccuracies, as the merge was not accurate. Surgeon completed the surgery with no impact to pt outcome reported.